Event description:
A customer contacted stryker to report that their device would not complete its boot up cycle during initial power on. As a result, defibrillation therapy would not be available, if needed. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
Stryker product assessment center (pac) further evaluated the removed part and determined that the cause of the reported issue was due to an inoperative u18 processor on the system pcb assembly.

Manufacturer narrative:
The initial reporter¿s phone number is (B)(6). Stryker evaluated the customer's device and verified the reported issue. After replacing the system pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted stryker to report that their device would not complete its boot up cycle during initial power on. As a result, defibrillation therapy would not be available, if needed. There were no reports of patient use associated with the reported event.